Event description:
Caller reported a malfunction on pump, identified by a specific error code and confirmed to be included in a field correction. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support arranged to send a replacement pump with updated software to the caller, who acknowledged steps for using the pump, returning the problematic one, and training availability. Caller will seek advice from a healthcare professional for interim insulin delivery.